Manufacturer narrative:
Event date is approximate, the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the caller was able to connect to the ins with the clinician app. The caller mentioned that patient reported ins worked a few weeks after replacement in (B)(6) 2021 but then it stopped working. The caller noted that they saw a por today. The caller also mentioned that the patient has boston scientific rechargeable scs right above their 97810 and recently had ultrasound done and asked if either of those things could cause a por. Technical services reviewed that a common cause of por is low battery; however, the caller stated that the patient hadn't had any problems with charging) and that another device nor ultrasound would be expected to cause por but it's possible if emi is near the ins. Technical services reviewed that the patient can clear por with handset, should it occur again. The caller called back indicating that after seeing por on the clinician app, they were going to go to the recharger app, but then indicated 'now it looks like I need to connect to the patient's recharger', which technical services assumed meant that the ins battery was low.  In reference to the device not working, caller indicated that patient reported that device worked for a few weeks after replacement but then it wasn't working "again".  Clarification was provided the patient's statement that the device stopped working was describing that the patient had a return of symptoms/leaks. It was noted that impedances were normal when checked on the day of the por and the patient was reprogrammed with good response.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that possible infection, along one of the lead wires. Causing a disruption in signal. Patient was set for an x-ray and us and prescribed antibiotics to try and alleviate symptoms and improve function. No further complications were reported/anticipated at this time.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are : product ID 3889-28 lot# va1tla3 implanted: (B)(6) 2018 explanted: (B)(6) 2021 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.